Event description:
It was reported that during percutaneous coronary intervention, a shaft detachment occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex artery. A kink was observed when the 8mm x 2.75mm nc quantum apex balloon catheter was pushed for several times. The physician tried to fix the kink, but the shaft became detached. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the hub/strain relief and 12cm of the proximal shaft of a nc quantum apex balloon catheter with a stopcock attached to the hub and the distal portion of a non-bsc balloon catheter. There was blood in the hub and stopcock. The hypotube was fractured 12cm from the edge of the strain relief. The hypotube fracture surface was oval, which suggests the device was kinked prior to separation. The hypotube was kinked 10 and 11.5cm from the edge of the strain relief. Inspection of the remainder of the returned portion of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a shaft detachment occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex artery. A kink was observed when the 8mm x 2.75mm nc quantum apex balloon catheter was pushed for several times. The physician tried to fix the kink, but the shaft became detached. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.